Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that four of the ophthalmic knives from the same batch were dull. Procedure details and patient impact have not been provided. Additional information has been requested but is not available at the time of this report.

Event description:
Additional information received indicated that the ophthalmic blades were found dull during procedure and there was no patient harm.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).